Event description:
After one minute dialysis treatment the pt got an asthma incident. Before he had an acute renal dysfunction. For him it was the first dialysis treatment in his life. A second trial was started after treating the pt. The system was rinsed with 2 litres nacl and the pt got a cortisone therapy with success.